Manufacturer narrative:
The technician found the left head siderail latch cover was bent (most likely due to normal wear and tear). A review of the preventative maintenance records for this bed shows no record of the latch cover or latch ever being replaced on this bed since it was shipped in 2007. The technician replaced the latch cover to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the patient's left head siderail would not latch. The bed was located in a hill-rom service center and not in issue. There was no patient/user injury reported. (B)(4).